Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional 4x15mm, 3.5x15mm nc trek devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat an unspecified lesion. Three (4x15mm, 3.5x15mm, and 4x12mm) nc trek balloon dilatation catheters were attempted to be inserted when the shaft for all three devices became separated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported shaft separation. There is no indication of a product quality issue with respect to manufacture, design or labeling. Method code 4114 was removed. Method code 10 added. D10, h3: device status changed from not returned to returned.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported shaft separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Device status changed from returning to not returned.